Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the top cover lift cylinder was leaking fluid. A field service engineer (fse) found that the old lift cylinders had leaked fluid into the drawer space. The fse installed new lift cylinders on the e-drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es top cover lift cylinder was leaking fluid. There were no delay, no adverse events or injuries reported based on this event.